Event description:
The customer reported that there was no audible sound from the device.

Manufacturer narrative:
The customer reported that there was no audible sound from the device. Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).